Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g4, h6.

Event description:
Upon further review, this record is a duplicate of (B)(4) regarding device sn (B)(6). All relevant information from this record will be transferred to (B)(4). Un-report non-allergan.

Manufacturer narrative:
This is a follow up from emdr 9617229-2023-17297 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for the left side. Healthcare professional confirmed rupture. Device remains implanted.